Manufacturer narrative:
Date of submission 11/10/2017 the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: review of the pump history revealed frequent low battery warnings recorded. The electrical current draws were evaluated and found to be high. Moisture was confirmed behind the display lens. There was moisture inside the pump on the printed circuit board. Short battery life confirmed due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture corrosion behind the display and a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.